Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical administration set was noted to have blood leaking from it even though it had a reverse flow prevention valve. The situation was remedied by changing the product to another one and then indwelled it to the patient. The medical procedure was performed in accordance with the descriptions in the IFU. However, it seemed the customer was unfamiliar with the indwelling operation of such products. No patient injury neither was there any reported adverse events.

Manufacturer narrative:
Other, other text: one used viavalve device, unlocked without catheter assembly and blister packaging, and 24 unopened, unused sister samples were returned for analysis. Of note, it was reported that the medical procedure was performed in accordance with the descriptions in the IFU, however, it seemed the customer was unfamiliar with the indwelling operation of such products. Based on device analysis, the complaint cannot be confirmed as a manufacturing nonconformance. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.